Event description:
It was reported that an amo intraocular lens (iol) was implanted and then explanted during the same surgery due to a user handling error that resulted in the patient requiring an enlarged incision to remove the lens. The lens was damaged while it was being inserted into the patient's eye. The incision was slightly enlarged; however, a suture was not required and no patient complications were reported.

Manufacturer narrative:
(B)(4): the explanted lens was visually examined at our laboratory. The lens was found to have one (1) detached haptic and the lens was received cut in half. There was evidence of ophthalmic viscosurgical device (ovd) on the lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) 2012. All pertinent information available to abbott medical optics has been submitted.